Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had alarmed motor error. Blood glucose was 200 mg/dl. Customer was able to rewind the device and continue use of it. Cosmetic damage was also noted on the device stated there has been a crack on the top half of the right corner of the screen. Damage has been there for approximately two years. Customer also reported high blood glucose of 475 mg/dl. Troubleshooting was performed and motor error alarms were noted. Customer stated he was confident the highs were related to the motor error alarms. Customer declined troubleshooting for low blood glucose. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.